Event description:
The facility rep reported a colleague infusion pump that the stop button does not function. It is unk when this condition occurred. There was no pt injury or medical intervention necessary according to the facility rep. There was no other info available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.